Manufacturer narrative:
One 8f fast-cath introducer with luer lock sheath was received for evaluation. One image was also submitted for evaluation to product performance engineering. The sheath tubing had been bent in a curve, had multiple kinks, and had been perforated and kinked at the same location. Functional testing could not be conducted due to the multiple kinks throughout the sheath tubing. The returned photo indicated the location of the sheath puncture site, which is consistent with the sheath perforation noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, a hole was noticed in the sheath. The procedure was completed using the swan-ganz for catheter insertion to continue ablation with no adverse patient consequences.